Event description:
A caller reported a malfunction on the pump. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl. Technical support provided information to reset the pump and assisted the caller with the reset process, which successfully resolved the issue without recurrence. The customer was instructed to continue using the pump and to call back if the malfunction code reappears, which the caller acknowledged and understood.